Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom sensor expired, the ilet entered bg run mode, and the user manually entered blood glucose values while driving home and then started a new sensor; guidance was provided on correct pairing order with the ilet first, and the sensor entered warmup with a reported bg of 194 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.